Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) had intermittently high capture thresholds and poor conductive telemetry. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
Reported event of capture and interrogation problem were not confirmed. Visual inspection of the device found no anomaly on the helix. Analysis performed, including output verification found no anomalies contributing to reported event of capture problem. The device able to be interrogated successfully throughout analysis. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.